Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which result in non-sustained ventricular tachycardia (nsvt) episodes and diverted episodes. The oversensing did not result in greater than two seconds of asystole. No adverse patient effects were reported. It was reported that this patient underwent a revision procedure and this product was removed from service and replaced due to a lead fracture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.